Event description:
Customer reported tubing was noted to have a leak after cardiac drip was started during immediate post-op time. No pt harm was reported. Add'l event and pt info was requested, but it was not available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.